Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with a description of defective intraocular lens (iol). Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The reported complaint was not observed as insufficient sample was returned for analysis. Returned items: opened carton, patient information card and secondary labels sheet; on all items. Iol (intraocular lens) not received. We are unable to determine the root cause for the reported complaint "defective" as no iol was returned for evaluation and the reported complaint is lacking in relevant information such as the type of defect/issue observed. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).